Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, unomedical. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Unit was successfully downloaded using thump software. On adapt, no delivery (7) was recorded several times on 08/30/2024 12:12:10.000 hour through 21:04:53.000 hour. Confirmed pump alarmed insulin flow blocked alarms on 08/30/2024 12:12:10.000, 08/30/2024 15:19:25.000, 08/30/2024 16:31:02.000, and 08/30/2024 21:04:53.000 in pump downloaded history all during bolus. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. Moisture damage noted on pcba1 and force sensor. The following cosmetic damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and scratched case in summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing. Moisture damage noted on electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.